Event description:
It was reported that during implant and upon repositioning, the ventricular lead exhibited loss of capture and sensing. The lead also exhibited low impedance. The lead was implanted through device reprogramming. On (B)(6) 2014, the lead was explanted and replaced.